Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 377mg/dl. A manual injection was administered to address the bg level. The customer was in contact with their healthcare provider (hcp) and their hcp believed the elevated bg level was due to a pump issue. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.